Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the customer received a continuous glucose monitor error 42. Customer's blood glucose was 176 mg/dl. The customer reverted to manual injections for insulin therapy.